Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the display was scratched and the reservoir ring was missing. Customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked battery tube threads, cracked case (battery tube), missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to missing retainer.